Event description:
A customer observed a false negative hbsag result on an eci system being used for blood screening. Other hepatitis markers were negative. Test results were released, and multiple patients received products from the donated blood. There was no report of patient harm to two of the recipients as a result of this event. For the third recipient, medical consultation indicates that exposure to the hbsag virus via the transfused blood product cannot be ruled out.

Manufacturer narrative:
Investigation summary: investigation into the event showed that the sample tested positive by pcr and elisa. Samples from the same person drawn the following month tested positive with the vitros hbsag assay. The test results indicate that the blood donor was in seroconversion at the time of the false negative test. The product insert for hbsag indicates that, hbsag results should only be used and interpreted in the context of the overall clinical picture, and that levels of hbsag may be undetectable in the early infection stage. The root cause of the event is unknown.